Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter not found during session on the mobile app occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The share log was reviewed and confirmed the complaint. The probable cause could not be determined via product.